Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. Device evaluation: the evaluation of the returned driveline portion confirmed a wire damage that would have contributed to the reported event. A section of the driveline approximately 15 inches long and segments of wires were returned for evaluation. Twisting of the silicone jacket along the driveline were noted. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, minor metal braided shield breakdown was noted approximately 2.5 inches and 7.5 inches from the metal connector. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires showed a breach to the insulation of the black wire approximately 7 inches from the metal connector. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the braided shield. The remainder of the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire''s insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the black wire made contact with the braided shield, the resulting electrical short would have resulted in the speed drops and pump stops as observed in the submitted log file. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2018 for review. Two transient pump stops were captured on (B)(6) and (B)(6), resulting in low speed advisory/hazard alarms. The events lasted for approximately three seconds, respectively. It should be noted that beginning on (B)(6) at 23:40, the pump struggled to maintain its set speed with corresponding power elevations over 9 watts, and multiple pump stoppages were captured. The pump resumed operation at fixed speed after (B)(6) at 09:52. The patient was supported by the mpu at the time. Based on previous complaint experience, the event appeared to be consistent with potential driveline issues. Review of the submitted x-rays showed two areas of potential wire damage. A technical services representative was onsite on (B)(6) 2018 to perform a distal end driveline repair. The patient was put on a grounded patient cable and remains ongoing on vad support. No further related issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the clinic with low flow and pump stoppage alarms. The percutaneous lead (driveline) appeared intact per visual assessment with some kinks that were untangled in clinic. The system controller log file was reviewed and showed pump stoppages. An issue was suspected with the driveline. On (B)(6) 2018, a percutaneous lead (driveline) replacement was successfully completed. The patient was asymptomatic. No further information was provided.